Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the ventricular channel. The involved lead has experienced a known issue related to out of range impedance measurements. Noise was also observed. The patient has experienced muscle stimulation in the right shoulder. Boston scientific technical services (ts) was consulted and reprogramming options as well as further testing were recommended. Additional information was received that this device was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the ventricular channel. The involved lead has experienced a known issue related to out of range impedance measurements. Noise was also observed. The patient has experienced muscle stimulation in the right shoulder. Boston scientific technical services (ts) was consulted and reprogramming options as well as further testing were recommended. Additional information was received that this device was explanted and replaced due to the physician's discretion. No adverse patient effects were reported. It is expected to receive this product for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the ventricular channel. The involved lead has experienced a known issue related to out of range impedance measurements. Noise was also observed. The patient has experienced muscle stimulation in the right shoulder. Boston scientific technical services (ts) was consulted and reprogramming options as well as further testing were recommended. Additional information was received that this device was explanted and replaced due to the physician's discretion. No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the ventricular channel. The involved lead has experienced a known issue related to out of range impedance measurements. Noise was also observed. The patient has experienced muscle stimulation in the right shoulder. Boston scientific technical services (ts) was consulted and reprogramming options as well as further testing were recommended.